Event description:
Patient reported "rupture, capsular contracture baker grade IV, and pain" confirmed via ultrasound. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b1, b6, g2.

Manufacturer narrative:
Device evaluation: the device is analyzed through visual inspection, microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. Additional observations noted during device analysis were an opening, creases, wear abrasion and non penetrating nicks. None of these are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported left side capsular contracture, baker grade IV with pain (confirmed by physician). The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "rupture, capsular contracture baker grade IV, and pain" confirmed via ultrasound. This record is for the left side. The device remains implanted.

Manufacturer narrative:
The device was found intact upon explant, hence unreporting the previously reported rupture.

Event description:
The device was explanted and replaced. The device was found intact upon explant, hence unreporting the previously reported rupture.